Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Only the lens was returned inside a small specimen container. Solution was observed on the lens. One haptic is broken in the gusset area. The optic is torn/split from edge toward the center. An area of the optic edge is broken. The optic also has scratch damage and a small split/cracked area. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause could not be determined for the broken haptic. Only the lens and broken haptic were returned. The device plunger position in relation to the broken haptic during advancement cannot be determined. (B)(4).

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the surgeon noticed a broken haptic and unstable lens upon examining the patient. The iol was removed as a secondary procedure. Additional information has been requested.